Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl 1000.0 mcg/ml; 378.8 mcg/day, clonidine 1000.0 mcg/ml; 378.8 mcg/day and bupivacaine 16.0 mg/ml; 5.303 mg/day via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs. The date of the event was (B)(6) 2016. It was reported the catheter was cut during a major back surgery. No symptoms were reported. During the surgery the pump was lowered to minimum dose and the catheter was replaced during the surgery. Following the surgery when the patient was released, the pump was increased 50 percent. The pump was delivering fentanyl 1000.0 mcg/ml; 127.5mcg/day, clonidine 1000.0 mcg/ml; 127.5 mcg/day and bupivacaine 14.0 mg/ml; 1.784mg/day. The patient left the hospital for rehabilitation. The patient followed up with the healthcare provider on (B)(6) 2016. The pump was increased by another 25 percent to fentanyl 159.4 mcg/day, clonidine 159.4 mcg/day and bupivacaine 2.232 mg/day. The personal therapy manager (ptm) programming was set. The ptm was coupled to the pump and the patient was able to connect the ptm normally. The issue was resolved.